Manufacturer narrative:
The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. Reportedly, the customer had been using apidra insulin in the cartridge. After the first occlusion alarm, the customer changed their infusion set site and received an additional occlusion alarm the following day. The customer change their infusion set and their cartridge resolving the occlusion alarms. The customer's blood glucose (bg) level was 271mg/dl and a manual injection was administered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.